Event description:
The patient called alleging that the meter did not power on and felt dizzy at the time of testing. Patient took insulin after attempting to use the meter. The patient went to the hospital and tested on the hospital meter; however, no information on the reading at the hospital. Md did not treat the patient. Batteries were in good condition and not expired. Customer service was unable to resolve the power issue and sent the patient a new meter.